Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery. A 2.50 x 12 mm synergy ii stent was advanced for treatment. However, it was noted that the stent was dislodged from the balloon. The stent was retrieved and removed from the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 12mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery. A 2.50x12mm synergy ii stent was advanced for treatment. However, it was noted that the stent was dislodged from the balloon. The stent was retrieved and removed from the patient. No patient complications were reported.